Manufacturer narrative:
Additional information concerning this event is being requested from the field.

Event description:
Boston scientific received information that there was oversensing of noise on the right ventricular shock channel. No inappropriate therapy was delivered but a variance in the shock impedance measurements between 45 to 90 ohms was observed. Surgical intervention was performed and the implantable cardioverter defibrillator was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
According to the field, the whereabouts of the implantable cardioverter defibrillator (ICD) are not known at this time as the hospital has kept it. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.